Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a normal ipg replacement the extension was difficult to remove. Once removed inspection showed the coating part was broken. Same extension was used in new ipg with no system issues.